Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The assay did not start during control solution tests with no assignable cause found. The test strips were found to have exceeded their shelf life.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.